Manufacturer narrative:
The t:slim user guide indicates pump is to be used with individuals 12 years of age and older; patient is (B)(6) years old. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Not returned to manufacturer.

Event description:
It was reported by the contact that after entering a requested food/bg bolus, the calculation appeared to be incorrect and the bolus was not delivered. Tandem technical support reviewed the pump t:connect history and found that the settings had been changed. The contact indicated that the setting changes were incorrect and that the customer may have been playing with the pump and inadvertently entered the changes to the settings. The contact corrected the pump settings and the pump functioned as intended. The customer's blood glucose (bg) level was 315 mg/dl and per the contact, the high bg was most likely due to the incorrect settings that the customer had made.